Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net, the clinician noted low impedance and an alert for atrial noise. At follow up on (B)(6) 2016 values were normal, the lead would be monitored.